Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablatio procedure during a biosense webster inc sponsored clinical trial with a vizigo sheath and the patient experienced bleeding that required hospitalization. On (B)(6) 2026, the patient experienced secondary bleeding at the puncture site (ae#1) categorized as moderate and serious defined by hospitalization with an admission date of (B)(6) 2026 and a discharge date of (B)(6) 2026. Relationship to study device is not related and relationship to the index study procedure is causal. The adverse event is anticipated. The outcome is resolved with an end date of (B)(6) 2026. Intervention was manual compression followed by application of cathofix, angiology consultation, application of a compression bandage on (B)(6) 2026, patient experienced recurrent bleeding at puncture site (ae#1) categorized as moderate and not serious. Relationship to study device is not related and relationship to the index study procedure is causal. The outcome is resolved with an end date of (B)(6) 2026. Intervention was angiology consultation regarding aneurysm exclusion and protective dressing.